Event description:
Right femoral popliteal bypass with distal anastamosis was in progress. After tunneling the graft through the leg, it was noted that the graft had broken away from the distal anastamosis. The product seemed to split. The graft was removed from the pt and another graft put in. Resulted in longer surgical time.